Event description:
It was reported to philips that the system indicated that the hard disk was full, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed. It was reported to philips that the system indicated that the hard disk was full. Review of the log file shows malfunctioning frontal ippc, confirming the hard disk full issue. Upon troubleshooting, philips remote service engineer (rse) checked the system remotely and found hard disk was full. To resolve the issue, rse guided the customer to recreate the image storage. After repair the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was/were corrected.